Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. As a result of confirming DHR, it was confirmed that there was no abnormality in manufacturing, special adoption, and dispersion. The legal manufacturer reported that the unit was delivered to the customer on (B)(6) 2019. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported events: color bars remain when the camera is plugged in, but there is no image; missing washers in gp duct assembly; crack in the optical lens of the rx module are the following. It is speculated that the crack was generated in the optical lens of the rx module by the user's strong impact on the device. Thus, it is inferred that the image data cannot be received and the image is no longer projected. It is inferred that it was disconnected during transportation or removed by the user. In addition, the legal manufacturer reported that the handling of the device is described below in the instruction manual and this could potentially prevent damage. Do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿color bars¿ was not confirmed. The optics were found cracked on the rx module. A visual inspection found a missing washer in the gp duct assembly. The exact cause of the reported event could not be determined at this time. The legal manufacturer will review the content of the complaint for further investigation.

Event description:
The service center was informed that during preparation for use, the camera image displayed color bars. There was no patient involvement reported.